Manufacturer narrative:
The reported event of back-up mode was confirmed. Analysis of the device confirmed the presence of a header bonding anomaly.

Manufacturer narrative:
Correction: h10 the reported event of back-up mode was confirmed. As received, the device was in back-up mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in elective-replacement voltage level. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their pacemaker in backup vvi mode. It was noted that the patient came into the clinic on the same day, where the pacemaker was unable to be recovered from backup vvi. The pacemaker was explanted on (B)(6) 2021. The patient was stable throughout and was recovering post-procedure.

Manufacturer narrative:
The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.